Event description:
The user experienced ise calibration errors multiple times and received an erroneous sodium result. The initial result was 119 mmol per l which was separated by the operator. The repeat result was 141 mmol per l and was reported.

Manufacturer narrative:
The field service representative determined the cause to be misaligned ise sipper nozzle. He aligned all the ise nozzles and ran calibration, qc and a patient precision to verify the analyzer performance.